Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged at the pre-discharge evaluation due to under-sensing and loss of capture. Two days after implant, the lead was repositioned with satisfactory sensing and capture. The lead remains in use. No patient complications have been reported as a result of this event.